Event description:
Report received from (B)(6) stating that at our receiving inspection, we hear noises during rotation. The device was not used in surgery. It is unk if injury, surgical delay, or medical intervention occurred. There is no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "noises during rotation" was not confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional info becomes available, a supplemental report will be sent. (B)(4).